Event description:
It was reported to philips that an mrx battery experienced a calibration failure. The customer requested assistance from a philips service representative. The customer explained that the battery for their device was faulty and required replacement. The service order was initiated by the customer as a means to obtain replacement information for their battery with no onsite evaluation required. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. However, an initial battery capacity test resulted in all five of the led indicators illuminating, indicating an estimated charge of at least 80 percent. Upon evaluating the returned battery, it was found that the battery was able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a known working device. Upon conclusion of the analysis, no fault was found with the battery and the reported issue could not be verified. Based on the conclusion of the initial evaluation, it was originally reported that this was a malfunction of the battery (B)(4). The customer was advised on the steps necessary to order a replacement as their battery was no longer under warranty. However, a follow up analysis of the returned battery was completed and there were no noted issues that could have caused or contributed to a potential malfunction. The battery was found to be fully functional and a cause for the original failure could not be determined. No further investigation or action is warranted at this time.

Event description:
It was reported to philips that the device experienced a battery calibration failure. There was no patient involvement.